Event description:
It was reported that during a colonoscopy, the physician removed a first polyp with a snare which worked fine. When physician went in a second time, the loop of the device detached from the rest of the system and had to be retrieved using another snare. Eval of the product found that the sare loop assembly, including the loop coupling, had detached from the device's inner cable. The loop assembly was returned. The sheath was detached from the handled and was not returned.